Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
As stated by the customer: during patient treatment single roller pump stopped. No patient injury. (B)(4).

Manufacturer narrative:
Field service technician has been sent for investigation. The failure could not be reproduced. Thus the failure could not be confirmed. According to service report: tests were performed and equipment is ok, it can be used normally. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).